Event description:
It was reported that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarmed during the prime test due to a loose drive support disk. The unit had a missing end cap sticker, scratched lcd window and cracks on the battery tube threads and reservoir tube lip.